Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. The patient had the pump for contractures of their legs. It was reported that, per the patient, the pump was not functioning, and they planned to explant the device soon, relative to (B)(6) 2018. The hcp did not have a date for when the device was scheduled to be explanted. The cause of the pump not functioning was unknown. No symptoms were reported. There were no further complications reported at this time.